Event description:
Patient reported weight gain, depression and tachycardia, my family has a history of cancer and breast cancer, I've been sick my whole life with autoimmune disorders. Later, healthcare professional reported capsular contracture, baker grade unknown and pain. Healthcare professional reported capsular contracture, baker grade iii, with associated pain and superior and medial displacement. The device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.